Event description:
(B)(4) (replacement part: upstream pressure sensor).

Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Log history was not provided therefore no review could be performed. The reported device was not sent back to brézins for investigation but was repaired locally. Due to the reported issue and as per technical manual instructions, recommended repair actions were to replace the pressure sensor which was sent to brézins for further investigation. Nothing was observed during visual inspection. Parts was cross-tested and several tests were carried out. No technical error was triggered and no value fluctuation was observed. Although the sensor was found functional, random technical error 41 has been identified on some devices and is due to a defective pressure sensor. An internal CAPA is addressing this type of issue. The reported serial number is not among the list of affected devices but just prior to it which leaves a possibility of being linked to it. However it might also be related to another cause that could only be analyzed with the associated device. Therefore this complaint is not confirmed and its root cause remains unknown. To our knowledge this complaint was not being related to patient safety. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.